Manufacturer narrative:
Initial and final MDR 1903528 - MDR 3003442380 - 2024 - 11802 - device 2 of 4

Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On (B)(6)2024, it was reported that the one infusion set was fell off during use. No further information available